Event description:
Aipps (acute interventional perioperative pain & regional anesthesiology service) was placing a femoral nerve block. The catheter would not thread into the needle. It was removed and was noted to have a thickened tip that would not pass through the needle. The block was completed with a new catheter.